Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0p59p, implanted: (B)(6) 2017, product type lead. Product ID 3387s-40, lot# va0jvs2, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that shortly after leaving a programming session the patient was having a difficult time keeping their leg on the accelerator and felt strange, so they turned the device off. The patient was reportedly receiving little to no tremor control. The patient has been referred for an MRI on (B)(6) to evaluate lead placement and possible lead revision if necessary. Additional information was received from a manufacturing representative. It was reported that the patient declined to have the MRI performed. The patient¿s settings were adjusted and they have not had any side effects. The patient¿s medicine was also increased to help with tremor. The patient via the rep later reported that they had an MRI with full body protocol to check the lead placement. There was concern that the patient¿s leads are near the internal capsule. The device hadn¿t been offering very much tremor control, and was turned off and left off. It was noted the patient had an appointment with their physician three days after this report to check the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating the patient was scheduled to follow-up with their hcp next month to check lead placement and for a possible revision.